Event description:
Info received that the head section was drifting. No reported injuries.

Manufacturer narrative:
Technician found that the head cylinder was drifting. Replaced the head cylinder to resolve this issue.